Event description:
Falsely elevated ctni results were obtained for two different samples, 8.56 ng/ml (patient1) and 24 ng/ml (patient 2). The results were not reported to the physician. The same specimens were retested on an alternate dimension analyzer and lower ctni results were obtained, 0.03ng/ml (patient 1) and 0.65 ng/ml (patient 2). Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument performance resulted in replacement of the reagent delivery arm gear.